Event description:
During a surgical procedure, an electrical arc occurred resulting in the pt being burned.

Manufacturer narrative:
Investigation findings: the device was returned and investigated. The customer complaint stated that during a surgical procedure, an electrical arc occurred resulting in a burn to the pt. Visual and mechanical examination of the device revealed that the device had been re-manufactured. Summary/conclusion: the device has been tampered with and re-manufactured. Due to the re-mfg of the device, msi product did not cause this adverse event.